Manufacturer narrative:
The pod arrived partially deployed, with the slide insert visible through the top housing window and the formed needle extended beyond the bottom housing window. The pod generated an 0x1c expiration alarm. The pod was confirmed to have run for 80 hours. The formed needle was not properly seated in the slide retract. The slide retract was damaged as a result of the incorrectly installed hard cannula. The incorrectly installed hard cannula is confirmed as the root cause of the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not retract back into the pod, indicating a needle mechanism failure. The pod was worn between 1 and 4 hours. Treatment information was not provided.